Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Baxter technician assisted hp in repriming line and completing treatment. No pt injury or medical intervention required per hp.